Event description:
Pt underwent aortic valve replacement and had intraoperative transesophageal echocardiogram. When procedure finished (approx one hr) dark brown stain noted to right upper lip, right side of tongue, right inner lower lip.